Event description:
It was reported that the patient experienced an infection with their inflatable penile prosthesis (ipp). The device was removed. A new system was placed at a later date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.